Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There are 3 non-sustained tachycardia episodes and 4 ventricular fibrillation events of less than 220 milliseconds ventricle to ventricle cycles recorded on (B)(6) 2014.

Event description:
It was reported that the patient received fifteen inappropriate shocks due to t-wave oversensing on the right ventricular (rv) lead. The sensitivity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).